Event description:
During g3 surgery, the surgeon placed the u-lag screw into the patient bone. The surgeon tried to insert the u-blade suing the inserter. When the inserter assembled with the connector, the connector slipped with no further progress. Thus the surgeon tried to remove the u-blade using the u-connector. However, the u-connector could not assemble with the u-blade. Afterwards, the u-blade broke when the surgeon removed the u-blade with the plier. The surgeon changed the u-blade set to another size u-blade set and procedure was completed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.